Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant procedures approximately four years ago, she has noticed glare and halos around letters and numbers at distance and near vision. The consumer had a second opinion with another physician regarding iol replacement and was told that replacing the lens would be too risky due to scar tissue. The consumer reported she has fallen twice, broken her left toe and fractured her right toe due to her vision. She has received six pairs of glasses and reported they do not help with glare, distance or reading. She has also stopped working and driving due to her vision. At the consumer's request, the surgeon was not contacted. There are two medical device reports for this event. This report is for the first eye.